Event description:
I went to first choice emergency room located at (B)(6) went in due to some tingling in arm and dull throbbing on left side of head. Doctor told me I needed to do a CT scan of the head and neck. He did not advise me of addition risks of procedure. After going home throat started to feel swollen and burning and still does over a week later. Also had metallic taste in mouth, body aches and night chills, I am afraid that the CT machine used has not been certified recently and it gave me an overdose of radiation. Calls to the clinic state they can not advise me what my radiation dose was or what model and year the machine was made, except that the person who answered said the machine was really old.